Event description:
On (B)(6) 2015, the reporter contacted animas alleging an insulin-on-board calculation issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2015-product analysis:the device was returned and evaluated by product analysis on 07/01/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior. The total daily dose history correlated appropriately to the user programmed basal rates and bolus deliveries. The pump successfully completed a prime sequence and bolus deliveries without issue or alarm. The insulin-on-board feature was found to be functioning appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.